Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number or model number. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is either a taper ii or rapid port ez strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. No add'l information has been reported to allergan regarding the serial number or model number. See related medwatch report # 2024601-2013-00737. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported: that a replacement access port was tested in theatre and removed and replaced under suspicion of leak again. The full sys maintained fluid under pressure, no leak seen, and after replacement of port, a lack of restriction was experienced again when band was filled to 8.5 ml. Investigation in progress. It is unk if the access port is available for return.